Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001626597 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A definitive root cause for the reported defect could not be identified based upon the provided information. It is unknown whether shipping or handling issues and or storage conditions contributed to the reported event. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that pleurx drainage kit manufactured box was opened not sealed. During follow up response it was further reported that the outer carton or shipping box was cut opened. Seemed like an issue with the carrier. The internal bag or package containing the bottle was also cut open, as it had been sliced through. There was no impact to the patient.

Event description:
It was reported by customer that pleurx drainage kit manufactured box was opened not sealed. During follow up response it was further reported that the outer carton or shipping box was cut opened. Seemed like an issue with the carrier. The internal bag or package containing the bottle was also cut open, as it had been sliced through. There was no impact to the patient.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. D2: medical device type: dwm; png. G4: PMA/510k - k160437;k160450;k201155;k241946 b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.